Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low level failures alarm confirmed in the pump history due to broken traces on the keypad assembly. Unit received with corroded battery tube. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed hardware low level failures the customer's blood glucose was 98 mg/dl at the time of incident. Troubleshooting was performed. Self test failed. It was reported that they experienced high blood glucose of 300 mg/dl and 350 mg/dl and low blood glucose around 50 mg/dl. The insulin pump was returned for analysis.